Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a replace battery now without getting a low battery alert. The customer's blood glucose level was 62 mg/dl. The customer treated their low blood glucose with food. The insulin pump was not dropped or bumped. This was the second occurrence of the replace battery now without a low battery warning. The customer was advised that the device would be replaced and agreed to return the product for analysis.